Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade and it was noted that the atrial lead was programmed off. Testing revealed low impedance and an insulation anomaly was suspected. The lead was capped (B)(6) 2020 and replaced. The patient was stable.